Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" error message was encountered with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain sensor reading and experienced "difficulty breathing, tremor, sweating, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose via injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.